Event description:
Caller reported that pump became hot to touch, and temperature alarms were recorded in the pump's history. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Technical support decided to send a replacement pump as the pump was still under warranty. The caller was informed of the steps required upon receiving the replacement pump, and arrangements were made to return the problematic pump.